Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a ventricular tachycardia ablation procedure, a versacross rf wire was selected to be used with a supracross steerable sheath kit. During the preparation, it was noted that the rf wire would not advance through the dilator. Since the tip of the dilator was lifted, the wire would not advance through it. The issue occurred outside of patient's body. Hence, a retrograde method (left subclavian approach) was used to advance the wire and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. It was further confirmed that the rf wire was lifted and visible to splinters. No other issues were noted.